Manufacturer narrative:
Correction: new information received notes that the noise was being oversensed. Patient was stable.

Event description:
New information received notes that the noise was being oversensed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the lead was observed during routine follow-up in clinic. During routine device change-out procedure, insulation abrasion was noted under the suture sleeve. Lead was explanted and replaced. Patient was stable.